Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance and low output current. The physician stated she was concerned about a lead disconnection from the generator. X-rays were received but have not been reviewed by the manufacturer to date. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
It was previously reported that, per the physician, there was trauma to the implant sites. It was further reported that the suspect device has been discarded.

Manufacturer narrative:
B5, describe event or problem, corrected data: supplemental report #01 was inadvertently submitted without including additional details.

Event description:
It was further reported that the patient underwent a full revision due to high impedance. The physician reports that patient manipulation caused the high impedance. The suspect device has not been received to date. Ap chest x-rays were reviewed. There appears to be a gross lead fracture near the patient's collarbone. The lead can also be seen twisted into itself immediately prior to the generator and supports the physician¿s assessment that the patient was a twiddler.